Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl. The customer was able to treat for their low blood glucose. The customer also reported experiencing sensor issues with their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.